Event description:
The customer said they used the suspect device to check their blood glucose and obtained high results. They said they took extra insulin and were hospitalized. Controls were not used on the system and they stored their test strips out of the original MFR vial. The device was replaced and requested to be returned for eval.